Manufacturer narrative:
The system has been utilized in subsequent cases. Issue has not recurred. No system parts have been replaced or returned.

Event description:
A medtronic representative reported that during a laser ablation surgery she magnified the screen and the bottom monitor displayed improper coloring and looked back-lit. Then the monitor went completely blank for 3-4 minutes. She shut off the system and turned it back on, then the issue was resolved. Delay was 7 minutes. No impact on the patient's outcome.